Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced high blood glucose. Blood glucose level at the time of the incident was 529 mg/dl. Customer stated that the auto mode feature was not active at time of high blood glucose event. The insulin pump had insulin flow block alarm. Customer stated that they performed self test. Insulin pump passed self test. The device will not be returned for analysis.